Event description:
Wire broke and 1cm of the tip of the wire was unaccounted for. The pt had very tight foramen and required a high pull force of the shaver, causing the wire to break. The ball tip of the wire was not retrieved; the surgeon searched via xray but was not able to locate it. Pt was reported to be doing fine, no reported surgical issues as a result of the malfunction.

Manufacturer narrative:
User facility report received by baxano surgical identified as "injury". Baxano surgical contacted the user facility. The risk manager who filed the voluntary medwatch report confirmed she did not complete section. She reported she did not see evidence of patient injury and filed the report to document intervention only. This follow-up report is being filed to update the method, result and conclusion codes.

Manufacturer narrative:
A maude event report (B)(4) was received for this event on (B)(6) 2014. This event had been reported to us on (B)(6) 2014 and investigated, as reported in this MDR. The deadline for a 30-day report is (B)(6) 2014. Since the receipt of this additional info, the decision was made to re-open the investigation based upon the user facility's report. A follow-up MDR will be filed upon conclusion of the investigation.